Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, a leak on the one way valve was found. The unit was used in a vent line. There was a blood loss of less than 5cc. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 31, 2018.   (B)(4). Two units were sent back and was visually inspected. It was noted that the blood was within each ops valve. Ops valves are subject to a 100% leak test, which includes five different tests the units are run through to ensure there are no leaks and both the umbrellas and duckbills are functioning properly. The returned samples were manually run through each of these tests to determine if the umbrellas were functioning properly and not allowing air to enter the valves. A retention sample was also obtained and manually run though the same tests and passed. The event was not confirmed; therefore the root cause could not be determined. These units are also 100% visually inspected both during the leak testing step and during packaging. Due to the evidence of blood within the ops valves, it is possible that each unit had been over pressurized during use, causing the unit to leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.